Event description:
The patient is blind. It is unknown whether they were taking any other medications. The patient was receiving 15 units, three times a day of insulin lispro (humalog) and 14 units/day of human insulin isophane suspension (humulin n) via the pen injector device (humapen ergo teal/opaque, lot number unknown, cid#153689) for diabetes. The patient reported that the force of injection was too high and as a result they were injecting by dialing the knob backwards. As a result, the patient ended up in emergency with diabetic ketoacidosis. Humapen injection technique was reviewed with the patient. The humapen was not returned to the company. Patient outcome is unknown. It is unknown if the patient was trained or how long they were using the humapen. The dne did not provide an assessment of causality. 10-oct-2002: pharmaceutical delivery systems initial comments: when pds receives the complaint device, an investigation will be performed and the results reported as required. Update 10-oct-2002: pharmaceutical delivery systems entered initial comments on the suspect device.